Event description:
The customer reported intermittent occlusion alarms. The customer reported their blood glucose level was displayed as "high" no specific value provided, for 2 events. The customer took corrective actions by administering a correction bolus via the pump and addressed the occlusion alarms by changing the infusion set and cartridge and resuming insulin therapy. The customer was also educated on the proper use of the pump's cartridge and infusion set as they indicated using cartridges over 72 inches and trusteel infusion sets for over 2 days. Despite experiencing recurring occlusion issues, the caller declined further assistance.